Event description:
Per the clinic, the patient experienced a lack of benefit from device use. Reprogramming attempts were made; however, the issue could not be resolved. Anatomical issues were discovered to be the cause for the lack of benefit. The device was explanted on (B)(6), 2013.there are no plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed on july 17, 2013.

Manufacturer narrative:
(B)(4).